Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure has broken and a large part migrated in her side/fractured essure coil"), device dislocation ("a large part migrated in her side/omentum containing essure coil") and pelvic pain ("left side hurting/cramp") in a 54 year-old female patient who had essure inserted (lot no. A78076/12515308) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hyperlipidemia, smoker, alcohol use, hemostasis, parity 2 and gravida ii. Lmp: on (B)(6) 2012. Previously administered products included: valium novum, toradol and atorvastatin. The only concomitant product mentioned was atorvastatin for blood cholesterol since on (B)(6) 2020. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 700 days after essure insertion, she experienced device breakage (seriousness criteria hospitalisation and intervention required) and device dislocation (seriousness criteria hospitalisation and intervention required). In 2015 she experienced pelvic pain (seriousness criterion medically important). In (B)(6) 2016 she experienced abdominal pain ("felt pain in left abdomen/cramping"). Essure was removed on (B)(6) 2024. On unknown date she experienced fall ("fall") and back pain ("back pain"). The patient was treated with surgery (laproscopic excision of omentum containing essure coil,bilateral salpingectomy.). At the time of the report, the device breakage and device dislocation had not resolved. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to fall, abdominal pain or back pain. The reporter commented: the essure broke off in 2015. The patient went to the ER and saw several doctors over the last eight and a half years and nobody could tell her why her left side was hurting. Then she had a fall and had to have some x-rays of her back. This was when the essure part in her side was seen. She is going to be scheduled for surgery to take it out.essure with fallopian tube removed. Lung health and immune support supplement. Cardio clear supplement. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: an echogenic essure coil is noted on the right. Punctate echogenic focus on the left is favoured to represent a small focus of the left essure coil.; (date unknown): not reported [magnetic resonance imaging] (date unknown): not reported [pregnancy test urine] (date unknown): negative [x-ray] in (B)(6) 2023: essure part in her side the most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patient birth date, patient notes, medical history, lab data, lot number, reporter information, non-drug treatment added. Device removal date and action taken with drug added. New event added: abdominal pain, back pain. (B)(6) 2024: no new clinical information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure has broken and a large part migrated in her side") and device dislocation ("a large part migrated in her side") in a 54 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was atorvastatin for blood cholesterol since january 2020. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 700 days after essure insertion, she experienced device breakage (seriousness criteria hospitalisation and intervention required) and device dislocation (seriousness criteria hospitalisation and intervention required). In 2015 she experienced pelvic pain ("left side hurting"). On unknown date she experienced fall ("fall"). The patient was treated with surgery (essure removal planned). Essure . At the time of the report, the device breakage and device dislocation had not resolved. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to fall. The reporter commented: the essure broke off in 2015. The patient went to the ER and saw several doctors over the last eight and a half years and nobody could tell her why her left side was hurting. Then she had a fall and had to have some x-rays of her back. This was when the essure part in her side was seen. She is going to be scheduled for surgery to take it out. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): essure part in her side quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure has broken and a large part migrated in her side/fractured essure coil"), device dislocation ("a large part migrated in her side/omentum containing essure coil") and pelvic pain ("left side hurting/cramp") in a 54 year-old female patient who had essure inserted (lot no. A78076, 12515308) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hyperlipidemia, smoker, alcohol use, hemostasis, parity 2 and gravida ii. Lmp:15/07/2012. Previously administered products included: valium novum, toradol and atorvastatin. The only concomitant product mentioned was atorvastatin for blood cholesterol since january 2020. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 700 days after essure insertion, she experienced device breakage. (Seriousness criteria hospitalisation and intervention required) and device dislocation (seriousness criteria hospitalisation and intervention required). In 2015 she experienced pelvic pain (seriousness criterion medically important). In (B)(6) 2016 she experienced abdominal pain ("felt pain in left abdomen/cramping"). Essure was removed on (B)(6) 2024. On unknown date she experienced fall ("fall") and back pain ("back pain"). The patient was treated with surgery (laproscopic excision of omentum containing essure coil,bilateral salpingectomy.). At the time of the report, the device breakage and device dislocation had not resolved. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to fall, abdominal pain or back pain. The reporter commented: the essure broke off in 2015. The patient went to the ER and saw several doctors over the last eight and a half years and nobody could tell her why her left side was hurting. Then she had a fall and had to have some x-rays of her back. This was when the essure part in her side was seen. She is going to be scheduled for surgery to take it out.essure with fallopian tube removed. Lung health and immune support supplement. Cardio clear supplement. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2023: an echogenic essure coil is noted on the right. Punctate echogenic focus on the left is favoured to represent a small focus of the left essure coil.; (date unknown): not reported. [Magnetic resonance imaging] (date unknown): not reported. [Pregnancy test urine] (date unknown): negative. [X-ray] in (B)(6) 2023: essure part in her side. Lot number:2515308, manufacture date:2012-01, expiration date:2014-07. Lot number: a78076, manufacture date: 2012-11, expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-may-2024: quality safety evaluation of ptc. 30-may-2024: no new clinical information received. Technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure has broken and a large part migrated in her side") and device dislocation ("a large part migrated in her side") in a 54 year-old female patient who had essure inserted (lot no. Unknown) for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was atorvastatin for blood cholesterol since (B)(6) 2020. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 700 days after essure insertion, she experienced device breakage (seriousness criteria hospitalization and intervention required) and device dislocation (seriousness criteria hospitalization and intervention required). In 2015 she experienced pelvic pain ("left side hurting"). An unknown time later she experienced fall ("fall"). The patient was treated with surgery (essure removal planned). At the time of the report, the device breakage and device dislocation had not resolved. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to fall. The reporter commented: the essure broke off in 2015. The patient went to the ER and saw several doctors over the last eight and a half years and nobody could tell her why her left side was hurting. Then she had a fall and had to have some x-rays of her back. This was when the essure part in her side was seen. She is going to be scheduled for surgery to take it out. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): essure part in her side. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.